Event description:
Procedure type: colon resection. Pt: not overweight. According to the reporter: during the resection, two staples did not come out and the anastomosis was incomplete. The surgeon sutured the anastomosis and set a temporary ileostomy. The procedure was extended about one hour as a result. The pt is well and has been discharged from the hospital.